Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving an unknown drug via an implantable infusion pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported that on (B)(6) 2018 the patient presented at the ER with symptoms of unresponsiveness and unable to be aroused. The hcp was concerned the pump could be contributing to the symptoms. The managing hcp had been contacted but they had no received a call back. No further complications were expected or anticipated.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient's managing hcp spoke with the ER doctor and they were not sure whether the symptoms had anything to do with the patient's blood sugars. It was confirmed that the patient was diabetic. The patient's physical status was unlikely related to the it pump therapy. They managing hcp's office did not get any additional notes from the ER doctor and the patient's most recent weight was not on file.